Event description:
It was reported that during treatment with a polyflux 210, a dialysate leakage through a crack in the dialyzer was observed. Treatment was discontinued without blood return. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the picture did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The most likely cause was due to shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.